Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) was conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. As a result of the investigation, it is believed that the lamp had run out of life to due to repeated use over a long period of time. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
An olympus sales representative advised the customer on how to properly install the lamp for the device, and once the lamp was in correctly, it operated with no issues. The device has not yet been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
It was reported, the halogen light source's lamp would not illuminate. There was no patient harm or consequence reported as a result of this event.